Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) was confirmed via the submitted images. A specific cause for this event could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of pain, presyncope, and shortness of breath could not be conclusively established through this evaluation. Review of the submitted CT images showed evidence of a buildup of biodebris between the bend relief and the outflow graft, further confirming compression to the graft that appeared to be consistent with eogo. A corrective action has been opened to further investigate extrinsic outflow graft obstructions. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Additional health effect - clinical codes: 2010 - pleural effusion. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was noted there were no recent obvious changes to pump parameters which could have contributed. The patient had a history of known outflow graft obstruction with associated presyncope and shortness of breath, as well as interval anticoagulation. The known the eccentric filling defect within the left ventricular assist device (lvad) outflow tract surrounded by the strain relief demonstrated minor changes in the luminal contour in the proximal and distal portion compared to the patients last CT images from (B)(6) 2025. The overall volume and luminal stenosis was unchanged: area stenosis of approximately 28mm2 compared to 200mm2; 85% area reduction: approximately 60% diameter stenosis. The portion of the outflow tract made of solid concentric metal precluded luminal assessment as did the solid metal inflow tract. The inflow tract was appropriately positioned in the left ventricle lumen. The aortic outflow tract anastomosis was widely patent. Dual-lead left pectoral automatic implantable cardioverter-defibrillator (aicd) was noted to be in a satisfactory position. Subjective biventricular dilation was scene. The right atrium was noted to be dilated. No central pulmonary arterial filling defect on this non-dedicated study was found. No left atrial appendage filling defect was found. No pericardial effusion was found. No collection surrounding the visualized portions of the driveline. Four vessel aortic arch was noted. Atelectasis around the lvad and along the major fissures. Trace right pleural effusion. Lungs otherwise clear. Arterial phase appearance of the subdiaphragmatic structures was unremarkable. A healed median sternotomy. No concerning osseous abnormality was scene. No low flow alarms were noted. Surgical intervention was performed on (B)(6) 2025. Operation evacuation of lvad outflow graft extrinsic compression/occlusion from within bend relief mechanism was performed. Evidence of outflow graft extrinsic compression within graft cannula bend relief leading to compression of outflow graft lumen was found. Discolored collection (yellow/purulent) almost caseating macroscopically was noted. A collection surrounding outflow graft, likely fibrin. Small incision in distal sternotomy wound xiphisternum excised. Dissection to outflow graft at diaphragmatic surface anterior wall of graft exposed bend relief mechanism of outflow cannula defined. Bend relief mechanism opened and followed to lvad. All compressive material/biodebris were removed. After surgical intervention, the thrombus resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being assessed for a possible external outflow graft obstruction (eogo). Computed tomography (CT) reports indicated a degree of obstruction which were being further clarified with left ventricular ventriculogram. The patient experienced symptoms of general fatigue with frequent dizziness, pain due to pump rub on the chest wall requiring high doses of pain relief. There were no low flow alarms, international normalized ratio (inr) was consistently within therapeutic range, there was shortness of breath on exertion incidence increasing over the last month, and the mean arterial pressure was at 88.